Event description:
It was reported that the asymptomatic patient presented to the clinic showing non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were made and the patient is doing fine.